Event description:
Edwards received notification of a pascal in mitral procedure where leaflet perforation occurred while capturing. Noted were two flailed segments at a2/p2 medial and lateral and mac (mitral annular calcification). Mr (mitral regurgitation) before leaflet damage was severe. Mr after leaflet damage was moderate. Procedure was completed and mr reduced from severe to moderate/severe.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. B2: other serious - even though there was no reintervention, there is a potential for reintervention in this case.